Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient was experiencing poor coupling and their recharger was not working. The patient indicated their ins battery was 3/4 when they tried to recharge yesterday, but they could not make a connection with their antenna. The patient indicated they can usually make a connection and get all eight bars. Both the adhesive disc and rotating the antenna did not fix the problem. Upon attempting to recharge on the call the patient was only able to get between 56 and 72 with only 2 bars. Patient indicated they can see the device, that it does lay flat and there is a slight bulge. The patient used a new antenna the following day and still only got 0-2 coupling bars. The rep called back two days later indicating that the patient was unable to get more than 2 coupling bars despite trying 3 different ins rechargers. The rep further stated the ins was parallel to the skin, it was not too deep, and the movement was normal and the implant superficial. The patient had a mammogram in (B)(6) but there was no trauma. The patient had an x-ray the next week which determined the ins had been flipped. They were able to flip the ins back and the coupling issue was resolved. No further complications occurred as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.